Event description:
Information received indicates no functions are working on the bed.

Manufacturer narrative:
The technician found the hand pendant was not working. The technician replaced the hand pendant to repair the bed.